Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Leaflet not coapting typically would result in regurgitation. Regurgitation of bioprosthetic valves may be, depending on the severity, indication for re-operation and replacement of the valve, which increases the risk for post-operative mortality. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a 27mm valve experienced worsening symptoms of gasping and edema in the lower extremity. Implant duration of the pre-existing surgical valve is approximately three (3) years. The echocardiography showed mitral systolic anterior movement, moderate to severe tricuspid regurgitation, and severe pulmonary hypertension. The patient refused further surgery treatment and was discharged after treatment with medicine.